Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during pulmonary biopsy procedure. According to the complainant, during the procedure, a biopsy was taken without issue. While taking a second sample, the device jaws became "kinked" and it was not possible to collect the sample, or direct the jaws to the right location. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during pulmonary biopsy procedure. According to the complainant, during the procedure, a biopsy was taken without issue. While taking a second sample, the device jaws became "kinked" and it was not possible to collect the sample, or direct the jaws to the right location. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
Visual analysis of the returned unit revealed that one of the pullwires was broken. Material analysis determined that the component did not present any material anomalies, but found that the fracture site presented with compression and tension zones. Furthermore, the device welding and riveting was found to be within specifications. Functional analysis could not be performed due to the condition of the returned device. The condition of the returned incident device confirms the reported condition since the broken pullwire could visually reflect the reported condition of jaws kinked which preventing closure. The evaluation attributed the break to a fatigue event. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the pullwire to break and subsequently interfere with proper jaw function. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4) for the reported event of jaws bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).